Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported by the patient that infusion set was fell off within 1 days of use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 12542- device 4 of 5.